Manufacturer narrative:
We were unable to validate and further investigate the complaint as product was not returned to us to send it to the manufacturer.

Event description:
Bristles are falling out.